Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause could not be established. The event can be prevented>> by following the instructions for use which state: ¿ IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material on the nozzle. There was no patient involvement.